Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information

Event description:
It was reported there was play in the device. There was no patient injury but there was a delay in surgery, the doctor had to break scrub to readjust and tighten the device. The customer did not want to provide further information. Sus report (B)(4) received from FDA on (B)(6)2017: on (B)(6) 2017, the patient was positioned with a mayfield head securement device and during the case, the mayfield had play in it and required md to stop the case, break scrub, and tighten the device. The patient was not harmed. Linked to mfg. Report numbers: (B)(4).

Manufacturer narrative:
Integra has completed their internal investigation on april 12, 2017. Results: product was not released for inspection. DHR review; cannot be performed at this time as the lot number was not provided nor was the product sent in for inspection. Complaints history; a two year lookback in trackwise for this reported failure and or related to " play/ too much movement" for this product ID shows that 12 complaints were received including this case. No new design or manufacturing trends have been identified however this issue will be monitored. Conclusion: the device was not released for evaluation therefore the root cause to the end users experience could not be determined. We advise that product be sent in for inspection as this is the 4th similar complaint that was filed by this customer. It should be noted that product was not sent in for inspection for neither of the 4 complaints. This complaint will be reopened should we receive product.

Manufacturer narrative:
Additional information received from the customer on 05apr2014: the patient underwent a posterior cervical fusion for an underlying medical condition of cervical stenosis. As per surgeon, 60 pounds of pressure was applied on the skull clamp. No stereotaxy device was used. Disposable integra adult size skull pins (a1072) were used. Lot number of the pins were not known. The skull pins are not available to be returned for evaluation. The patient was positioned prone for the surgery and was not repositioned. It was reported that the mayfield felt loose and was tightened during surgery. There was no patient laceration. It in unknown if the skull clamp will be returned to the manufacturer for evaluation. As per customer this is being discussed per the user facility's risk management director.